Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. The commercial team member clarified the area of infection was not from the trial implant procedure as the incision site was healed. The infection was unrelated to the curonix device. The stimulator is used to treat pain. The cause of the infection is unrelated to the curonix device as the area of infection was not from the trial (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at their incision site 3-4 weeks after their trial implant procedure. On (B)(6) 2025, the commercial team member clarified the area of infection was not from the trial as the incision site from the trial was healed. Antibiotics were prescribed for the area of infection and the patient was referred to wound care.